Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the issue was traced to a shorted state relay. Replacing the relay resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect relay has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the gantry of the imaging system had no motion and would not go into 2d mode. There was no patient present at the time of the issue.